Event description:
Procedure type: laparoscopy. According to the reporter: after first firing on renal area, the endo gia instrument could not be removed from versastep. Surgeon could remove it by force with no tissue damage but jaws bent widely. New stapler and port were used for further firings. No bleeding. No tissue damage. Nothing fell into cavity. There was no report of operating time extension. No pt injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).